Manufacturer narrative:
(B)(4).

Event description:
A complaint about the stimulation was reported. When stimulation was turned on and off a jolting or shocking sensation would occur in the implantable neuro stimulator (ins). Shocking was intermittent while stim was on or off in the ins pocket area. There was no known accident or incident related to this complaint. Additional info has been requested, and will be provided when available.